Event description:
In 2009, the lay user/patient contacted lifescan customer service alleging that his one touch ultrasmart meter was reading inaccurately high compared to his feelings, normal readings, and to 2 other meters. He reportedly developed low blood glucose symptoms after the alleged inaccuracy issue began. The medical surveillance specialist (mss) spoke with the patient on march 25, 2009, to obtain/verify the following information: the patient first noticed higher than usual meter readings two days prior to original date. He was unable to provide specific meter readings but indicated that he was getting readings in the 400's mg/dl when his usual meter readings are usually in the 200's mg/dl. He denied having any symptoms of hyperglycemia when he obtained readings over 400 mg/dl. He claimed that his typically would start to have hyperglycemic symptoms when his blood glucose levels get above 300 mg/dl. As a result of the higher meter readings, he increased his humalog dosages from 8 units to 12-14 units. He claimed that a few times during that days, for three days, he developed low blood glucose symptoms about an hour after taking the increased insulin dosages. He stated that he had a slight headache and felt cold and clammy. He tested while experiencing these symptoms and was still getting meter readings in the 300's mg/dl. He administered self-treatment with a soda and felt better. He did not seek/receive any other forms of treatment. On the third day, he also compared his meter reading to two other devices. His meter read "414 mg/dl" whereas the other two meters read "176 and 180 mg/dl". The results were taken between 10-30 minutes of each other. Based on statistical methodology, the calculated differences of these reported results exceed 30%, which does not meet lifescan's criteria. The customer care advocate (cca), verified during troubleshooting that the correct testing techniques were used and that the meter was set to the correct unit of measuring setting. This complaint is being reported because the patient allegedly became hypoglycemic after taking increased dosages of insulin based on alleged inaccurate high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.